Manufacturer narrative:
(B)(4). Investigation summary: a complaint of set missing the blue safety clamp was received from the customer. Seven samples were returned for investigation. Through visual inspection the customer complaint was verfied; all seven samples were assembled without a blue safety clamp. A device history record review for model mz8002 lot number 18075163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jul2018. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is error during the assembly process.

Event description:
It was reported that 7 admin set microbore tub 2 maxzero connec were missing a tubing clamp before use. The following was reported by the initial reporter: "it was reported that there were 7 packages missing the blue safety slider clamp. Verbatim: tubing missing blue slider clamp. This is a safety clamp that should be present. 7 packages missing blue slider clamp".